Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via maude report # mw5066573. It was reported the patient experienced complications resulting in a stent explant. In (B)(6) 2016, the patient presented for a vein stripping procedure; however, after discussion with the surgeon it was found she was a candidate for a stenting option. The target lesion was located in a blocked iliac vein. A 16x90/9fr uni plus wallstent endoprosthesis was advanced and deployed. Once the stent was released the patient experienced "excruciating pain, her heart was racing, she felt flushed and as if she were about to pass out." The patient was transferred to the recovery room. And was still complaining of pain. Over the next two days, the patient presented to the emergency room four times due to severe pain and swelling. The patient requested for the stent to be removed. The patient's whole body hurt, she had joint pain, open sores appeared and 5 lbs swelling. In (B)(6) 2016, the stent was removed and it was noted that the vein was red and inflamed. The inflamed vein was cut out and reconstructed. Subsequently, the swelling and joint pain was greatly improved.